Manufacturer narrative:
(B)(4). Product surveillance spoke with the customer who confirmed that the sample was not available. This report was not confirmed due to a lack of sample. Based on the information gathered during baxter's investigation, the root cause was not determined. The lot number is unknown; therefore, a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (s/e) 2267 alarm that appeared on the home choice (hc) during fill 1. The hp was connected to the machine at the time of the alarm and did not disconnect. The technical service representative (tsr) explained the air alarm. The hp stated the heater bag was empty but there were no leaks noted. The tsr advised to restart therapy with new supplies. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report.